Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the tubing broken and the balloon detached from the distal end. The breaks in the tubing were at 116.4cm and at 230.9cm distal from the handle. A visual examination of the break at 230.9cm was unable to confirm if it was cut or broken. It was also noted that the blue portion of the on/off switch was detached and not returned with the device. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device did confirm failure to deflate however the catheter breakage could have contributed to the reported difficulty. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] a hercules wire guided dilation balloon wire lock broke off mid-use, would not deflate, [and] had to be cut to remove from the scope at which point it fully disassembled. No harm to the patient and we [physician] switched to a different balloon without problem. There was no reportable information at that time. The device was evaluated on 05/11/2023. The tubing was broken in two sections near the middle and distal end at the balloon. One section shows a catheter crack [subject of report] and second section shows where catheter had to be cut to remove from scope. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.